Manufacturer narrative:
D10 concomitant product: dxt1510al, dextile dxt1510al 15x10cm left x1, , (lot #szi0230x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, approximately two weeks after the operation of bilateral laparoscopic inguinal hernia (tepp) cure with right iliac dissection, there was an appearance of intense burns in the thighs, a reappearance of the same pains (sometimes stronger) in the hernias before the operation, and big pains in the lower abdomen on both sides. It was also noted that the patient reported the presence of left inguinal pain on admission with a left hernia tip on a clinical examination. Moreover, since the onset of the pain, the burns in the thighs have decreased but have not disappeared. All the other pains were still present and handicapped the patient in my everyday life.